Event description:
Unit will not turn off with switch - has to be unplugged from wall.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.